Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and dimensional inspections, and scanning electron microscopy analysis were performed on the returned device. The separation was confirmed. The difficult to position / remove could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficult to position / remove the ivus catheter however the separation appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The abbott vascular returned goods lab received the hi-torque (ht) command 250cm peripheral guide wire and it was noted during analysis (B)(6) 2016 to be in the following condition. There was no damage noted to the polymer coating as reported, however, the guide wire was noted to have a core separation. Additional information received confirmed that the correct complaint device was returned, but the site was not aware of when the core separation might have occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat an eccentric, heavily calcified, 99% stenosed, de novo lesion in the moderately tortuous right superficial femoral artery (sfa), a non-abbott intravascular ultrasound (ivus) was advanced without force applied and became stuck (unable to advance or retract) on a hi-torque (ht) command 250cm peripheral guide wire. Both devices were withdrawn from the anatomy as a single unit. When removing the devices from the anatomy, the ht command tip was noted to have peeling of the polymer coating. There was no known separation of the peeled polymer coating and none of the polymer coating separated inside of patient anatomy. A new ht command guide wire was used, followed by stenting, completing the procedure. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.